Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the device was dropped. Analysis also could not confirm the reported cracked lens, however the lcd (liquid crystal display) is cracked. Lower case is broken. Upper case is broken and dented (affecting keyboard fit). One bail cover and lead flex cover are broken. Battery contacts are compressed. (B)(4).

Event description:
It was reported the device was dropped and the lens is cracked. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.